Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿possible rupture¿, "breast was not feeling normal", ¿shape changes¿, "breast is tender", "lumps that are palpable" and "starting to feel nerve shocks". This record is for the left side. Device remains implanted.